Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the recharger (rtm) paddle got too hot and the patient had to stop recharging the implantable neurostimulator (ins) so her skin wouldn¿t burn. The patient also reported that she used to be able to charge from empty to full with no issues. The rep was not with the patient at the time of the report and it was considered that the recharging temperature and speed should be changed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-23. The patient¿s weight at the time of the event is unknown. The cause of the recharger paddle getting hot was not determined. The recharger paddle getting hot was not resolved. This information was confirmed with the physician/account. Additional information was received via the patient on (B)(6) 2019 via report number mw5088296. The patient indicated that there was a serious injury. The charging ring for their spinal stimulator got hot and nearly burned them. No further complications were reported/are anticipated.